Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump displayed higher "total volumes infused but the actual volume was likely lower." Per report, the facility prepares the infusion bag, and they overfill the 500ml bags with additional 50ml plus the drug volume. Per report, the bag ends up looking "plumper" due to intended overfill. Per report, this issue occurred on "cold" (refrigerated) medication - chemotherapy oxaliplatin in dextrose 5% water 300mg/610ml. The drug was ordered to infuse at 291.5ml/hr. With volume to be infuse 583ml. The device reportedly displayed "711ml" infused over 2 hours 23 minutes, but the expected was 610ml over 2 hours. Tubing used was bd alaris pump infusion set 2420-0007. The patient had a "length of stay (that) was extended beyond what was expected" per report. However, there was no harm.

Event description:
It was reported that the pump displayed higher "total volumes infused but the actual volume was likely lower." Per report, the facility prepares the infusion bag, and they overfill the 500ml bags with additional 50ml plus the drug volume. Per report, the bag ends up looking "plumper" due to intended overfill. Per report, this issue occurred on "cold" (refrigerated) medication - chemotherapy oxaliplatin in dextrose 5% water 300mg/610ml. The drug was ordered to infuse at 291.5ml/hr. With volume to be infuse 583ml. The device reportedly displayed "711ml" infused over 2 hours 23 minutes, but the expected was 610ml over 2 hours. Tubing used was bd alaris pump infusion set 2420-0007. The patient had a "length of stay (that) was extended beyond what was expected" per report. However, there was no harm.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the report of an under infusion of oxaliplatin was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v9), it states within warnings and cautions of the loading instructions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of under infusion was not identified. Inspection and laboratory testing of the devices and event administration set could not be performed because they were not returned for investigation.